Event description:
Patient was having a breast localization performed at the hospital location. It was reported that the wire broke a cyst, and the surgeon asked to have it pulled out. The tip of the wire broke and was left inside the patient's breast. The condition of the patient was reported to be fine, and no medical intervention had occurred to remove the tip. The complainant (person reporting the complaint to e-z-em) was not sure exactly which lot was used, but was able to narrow it down to two possible lot numbers.